Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that during the implant when this right ventricular lead was placed into the right ventricle noise appeared when measuring the amplitudes and thresholds. Thus, it was not possible to measure the values. The position of the lead was change and the cable connected to the pacing system analyzer (psa) was also changed, however this did not resolve the issue. Lead failure was suspected, thus this lead was not used and was disposed. A new lead was implanted with no issue. No adverse patient effects were reported.